Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 67 mg/dl and food was consumed to address the bg level. The customer stated that the bg was low because the carbohydrate ratio setting needed to be adjusted. Prior to changing the carbohydrate ratio, it was discussed with the healthcare provider.